Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone 6f with spider embolic protection to treat a lesion with 80% stenosis and little calcification and tortuosity in the proximal superficial femoral artery, as per IFU. Artery diameter 7mm, lesion length 20mm. It was reported the hawkone 6f made cuts across the lesion with no resistance reported, the device was removed from the patient with no issue noted. It was observed when removed from the patient the coating from the hawkone 6f had fragmented, the coating was contained within the spider in place at the tibio-peroneal trunk. The procedure was completed using a drug coated balloon. No patient injury was reported.

Manufacturer narrative:
The hawkone was returned for analysis. The hawkone was connected to a cutter driver. No other ancillary devices were included. Three images were provided for analysis. Visual inspection: the hawkone was removed from the box and inspected. The distal assembly showed a curve bend with traces of dried blood within the cutter window. A rough surface was noted approximately 21cm from the distal end of the torque shaft. The rough texture was felt along the rest of the length of the torque shaft at various degrees. Under microscope the hydrophilic coating of the hawkone showed uneven amounts of coating throughout the shaft. The coating appeared dull and porous where the coating was thicker. Areas of the shaft that were observed as clear and smooth appeared as if the coating was either non-existent and/or thin. Functional testing: the torque shaft was run between two fingers and a rough surface was felt throughout the shaft image analysis: in each image a brown gelatin substance was visible on the torque shaft of the hawkone. If information is provided in the future, a supplemental report will be issued.